Manufacturer narrative:
The pump was returned to animas for eval. The display screen was found to be unresponsive. The keypad was found to be loose and peeling. The pump was opened and moisture and corrosion were observed on circuit board on the display and the keypad flex connectors. A review of the pump history revealed no evidence of a 6 unit bolus being programmed or delivered. The pump was unable to be fully investigated to the unresponsive screen.

Event description:
The pt reported hearing a chirp, looking at his pump and seeing the normal bolus screen with 6.00 units flashing. The pt reports cancelling the bolus as he did not wish to deliver it. He wears the pump in a leather case clipped to his belt and reports not being on the ground or leaning on anything. He reports no issues with the buttons.